Manufacturer narrative:
Natus medical investigation found evidence of a cut near the seam on the vac pac. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use additional investigation is not possible. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac has a cut near the seam. No patient envolvement reported.